Manufacturer narrative:
A.1, a.4 and a.5 are unknown. The investigation into the reported automated impella controller (aic) - purge disc/flag issues has been completed. The product was returned for investigation. Upon examining the aic for any visible defects, it was evident that the blue purge disc retainer was broken. The cause of the issue reported was determined to be a broken purge retainer.

Event description:
The complainant reported that during prep in the catheterization lab, a defective automated impella controller (aic) was noticed. According to the staff, the aic had been delivered defective after being serviced. It was determined that a part in the bracket (gray part) was missing. A new aic was used and there was no patient harm.